Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 584 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer was not wearing the insulin pump during the hospitalization. Customer also stated that they were off the pump prior to hospitalization less than 48 hours. The insulin pump will not be returned for analysis.